Manufacturer narrative:
The field service engineer determined that the measuring cell signal recovery was too high. The photomultiplier tube high voltage was adjusted. Signal recovery is now within range. A blank cell calibration was performed and this was successful.

Event description:
The initial reporter stated that they have had questionable results for an unspecified number of patient samples tested with the elecsys testosterone ii assay and the elecsys hcg + beta test system on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer between (B)(6) 2019 and (B)(6) 2019. Results were questioned by physicians. Hcg values were initially low positive values and when repeated, the values were negative. Testosterone results recovered erratically. The reporter provided data for one patient sample which had a discrepant hcg result. The sample initially resulted with an hcg value of 8.19 miu/ml and this value was reported outside of the laboratory. The sample was repeated, resulting with a value of less than 1 miu/ml. The repeat result was believed to be correct. The hcg reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Calibration data, qc data, pre-analytical data and the alarm trace were requested for investigation, but were not provided by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.